Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (serial number mpu-52847) was evaluated following the reported event of no external power alarms. Information provided by the customer stated no further alarms have been noted since the system controller exchange. Per the system controller investigation, the reported no external power alarms were consistent with damaged wires in the controller power cables. The reported event was unable to be correlated to an issue with the mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm on the morning of (B)(6) 2024 at 01:06:28. They also had a series of no external power alarms later that morning which stopped. The patient reported hearing many no external power alarms in the evening on (B)(6) 2024 which the patient was unable to troubleshoot. After failing to troubleshoot, the patient called a physician. These alarms started at 19:12:12. The alarms ceased when the patient stopped moving. The patient noted damage to the case of their controller. The patient called the ventricular assist device (vad) coordinator and reported alarms of intermittent pump stoppage, and noted that one of the power cables on the patient's primary controller was "frayed and beaten up". When a picture was sent, it was noted that some of the wire was exposed and the silicon sheath/covering was torn open. The patient's caregiver performed a controller exchange while being talked through the process by the vad coordinator. During the controller exchange, the patient reclined in a chair and appeared to have a brief loss of consciousness. The controller was swapped out at 8:48 pm. The patient was brought to the hospital for further evaluation and treatment. They were transported without issue. No further alarms were noted. A review of the log files revealed several no external power alarms on 02mar2024 that appeared to only occur when the patient was connected to the mobile power unit (mpu). The patient reported that their mpu had a v-lock connector on the ac power cord, that the ac power cord did not come loose at the wall outlet or at the back of the mpu, and that there were no environmental circumstances that would have affected ac power at the time of the event. The patient was asked to bring the mpu into the next clinic visit to check it. The vad coordinator noted damage to both power cables of the exchanged controller, and did not appreciate damage to the controller. The patient reported having power cable disconnect alarms when they were on both batteries. The frequency of the alarms increased when they moved. The patient did not experience any pump stops with alarms prior to the controller change out. Related MFR #2916596-2024-01422.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.